Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a failed study. After technical support reviewed the study, they found out that the study was short and it appeared that the capsule stopped transmitting. Technical support revised and deemed that the recorder was still working. A repeat procedure was necessary. There was no patient or user harm.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the global complaint handling system. The product sample was not returned to the laboratory; however, a (B)(4) graph was provided by the customer for analysis. The returned sample did not meet specification as received. The customer reported short study. The reported condition was confirmed. The investigation found (B)(4) graph report review: 1. The total study duration is 06;09 hours instead of 24, 48 or 96 hours. 2. The ph values throughout the study were within the normal range (5-7ph) until the study abruptly ended. 3. Due to the fact that the only available information received from the customer is (B)(4) graph, the conclusion of the investigation cannot be positively determined. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a failed study. After technical support reviewed the study, they found out that the study was short and it appeared that the capsule stopped transmitting. Technical support revised and deemed that the recorder was still working. A repeat procedure was necessary. The recorder did work correctly during the previous procedure. There was no patient or user harm.